Manufacturer narrative:
The iol was returned for analysis and the reported complaint was not observed. A photo was provided showing the reported "foreign object on lens". Iol returned in a gauze bag. The iol is immersed in solution. One haptic tip is nicked, the other haptic is intact. The optic is cracked/fractured and scratched/marked-rejectable. No embedded particulate observed. Iol cleaned. No embedded particulate observed. Based on our observation of the attached photo, black spots can be seen on the iol implanted in the eye. The reported "foreign object on lens" was not observed on the returned iol. A final root cause cannot be determined based on available information and without the evaluation of the physical sample of "foreign object ". The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the surgeon found metal particle embedded in the periphery of the iol when implanted. Lens was explanted before the patient left the operation room and sent for electron microscopy. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photos reviewed show what appear to be black spots on the iol implanted in the eye. Another picture shows an iol on a plastic bag, there appears to be foreign material on the iol. The manufacturer internal reference number is: (B)(4).